Event description:
The customer's wife reported that the customer was receiving inaccurate high readings on their precision xtra meter. According to the customer's wife, due to these readings, the customer experienced sweatiness and felt cold and clammy. The paramedics were called and transported the customer to a hospital, where they were diagnosed with severe hypoglycemia and treated with unknown fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.